Event description:
It was reported that during an ablation procedure with an intellamap orion high resolution mapping catheter, after mapping the left atria with the orion inserted in non-boston scientific sheath, they advanced an unknown ablation catheter into the left atria in order to exchange the insertion sheath. It was not noticed that ablation catheter had been inserted in between the splines of the orion, and when the orion was attempted to be pulled out, tension was applied to the splines that resulted in the proximal end of one of the splines being detached. The device was pulled out from the sheath in normal fashion. There was no uncomfortable feeling during mapping, however, slight resistance was felt when pulling out the orion from the sheath. The procedure was completed with another orion catheter. No patient complications occurred, and the patient's condition was good. The device has been returned to boston scientific, and is awaiting analysis.

Event description:
It was reported that during an ablation procedure with an intellamap orion high resolution mapping catheter, after mapping the left atria with the orion inserted in non-boston scientific sheath, they advanced an unknown ablation catheter into the left atria in order to exchange the insertion sheath. It was not noticed that ablation catheter had been inserted in between the splines of the orion, and when the orion was attempted to be pulled out, tension was applied to the splines that resulted in the proximal end of one of the splines being detached. The device was pulled out from the sheath in normal fashion. There was no uncomfortable feeling during mapping, however slight resistance was felt when pulling out the orion from the sheath. The procedure was completed with another orion catheter. No patient complications occurred, and the patient's condition was good. The device has been received and analyzed by boston scientific.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon receipt visual inspection of the device confirmed that one of the array splines was severed at the proximal side. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.